Manufacturer narrative:
Investigation: manufacturing and testing/inspection records were reviewed for this lot. No abnormalities were noted in the records that would have contributed to the issue. Four retention samples from this lot were tested for deformations of the needle guard and no issues were noted with the samples. Complaints for the reported lot number and the phlebotomy needle assembly lot numbers were reviewed and no similar complaints have been reported. A replication test was performed by repeatedly retracting the needle into the needle guard. It was confirmed that the needle hub got stuck inside the needle guard and the needle tip did not fully retract into the needle guard in rare cases. Root cause: from the result of the replication testing, the incident does not typically occur and may happen depending on the combination of the shape of the hub and needle guard, or the angle if the hub when retracting in rare cases. Corrective action: a CAPA has been initiated by the manufacturer to address the needle stick occurrences.

Manufacturer narrative:
Stn # bn 880217terumo bct, inc. (Importer) is submitting this report on behalf of fujinomiya factory of terumocorp., (manufacturer). Exemption number: e2015056.investigation: per the customer, upon discontinuing phlebotomy, the needle was pulled intoneedle guard by the operator. Needle stopped before engaging completely in the needle guard,which caused a small amount of the needle to be left sticking out of the needle guard. Whenthe operator placed the needle guard into the tube holder to ensure both needles are enclosed,the part of the needle that was out of the needle guard broke through the back of the tubeholder and pierced the operator's finger.investigation is still in process. A follow-up report will be provided.

Event description:
The customer reported that an accidental needle stick occured after a whole blood donation. The operator stated that the needle stick occurred post donation when she attempted to place the needle guard into the vaccutainer holder. Per the operator, the hub was aligned with the opening, but she did not notice that the needle was not fully retracted into the holder and the needle pierced her finger. The operator and the donor had rapid infectious disease testing and both tested negative. Operator is following the hospital's post blood exposure protocol and is undergoing periodic infectious disease testing. The collection set is not available for return because it was discarded by the customer.